Event description:
Eye lasik surgery. Was told it would benefit me and improve vision, but did not. Made vision worse. Vision is terrible. Now in pain all the time, sensitive to light. Can't focus close up, can't sew and have problems with other tasks. I have vertigo now due to fluctuating vision and focus issues. Prone to bad headaches. Astigmatism due to lasik.